Event description:
Mother of a male pt, reported patient experienced low blood glucose of 35 mg/dl. Patient was hospitalized as a result. He was given crackers and orange juice to compensate for the low blood glucose. When patient returned home, he changed the infusion site and continued to use the infusion device, but his blood glucose level dropped again. Patient switched to backup device and blood glucose returned to normal. When asked about symptoms associated with the low blood glucose, the mother stated that patient went into convulsions. Product was requested to be returned for evaluation.